Event description:
It was reported that a patient presented with unspecified capture issue, unspecified sensing issue, over-sensing of noise, inappropriate automatic mode switch, low pacing impedance, and lead insulation damage noted on the patient¿s right atrial lead. The right atrial lead was explanted an discarded on (B)(6) 2023. No adverse patient consequences were reported.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings